Event description:
This lv lead was implanted on (B)(6)2016 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 due to lead alert for low intrinsic amplitude that has been running down 3-7 mv since (B)(6). The physician was dr.(B)(6). No known facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).